Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to perform incoming functionality testing. The monitor's electrode belt receptacle guide pins were bent, preventing the monitor from being able to plug into the electrode belt. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
During servicing of a monitor, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. Monitor sn (B)(4) was unable to undergo incoming functionality testing. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was not wearing the device at the time of passing.